Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately low compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began 12 days prior to contacting lifescan. The patient reported obtaining a blood glucose reading of 24.2mmol/l on the subject meter and 27.3mmol/l on a hospital meter, obtained within 20 minutes of each other. Based on statistical methodology these readings meet lifescan's criteria for accuracy. The patient manages their diabetes with oral medication. The patient reported continuing to take their usual diabetes medication in response to the alleged issue. The patient reported developing symptoms of "dizziness, legs felt tired and cramped, no energy, headache and pains all over body". The patient reported going to the emergency room where they were given metformin and glucophage as treatment. At the time of troubleshooting the cca noted that the patient was using expired test strips. The patient was educated on correct strip usage. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia while using the subject meter.